Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot) implanted as part of her scs sys. It was reported the pt is experiencing stimulation in the incorrect location. X-rays were taken and indicated both leads migrated. Surgical intervention will take place at a later date to address the issue.